Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo implant at level c4-5 on (B)(6) 2024. The patient had a follow up appointment where x-rays revealed deteriorating bone below the implant. At that time, the patient had no pain. The patient recently developed pain and additional x-rays revealed more deterioration of bone below the implant. It is uncertain what caused the bone deterioration. The surgeon removed the implant and fused the level on (B)(6) 2025. The patient had no issues during the removal surgery and is doing well now. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. There are no previous capas or issues related to the complaint. Issue-2024-0018 / CAPA-2024-0011 has been initiated to monitor the increase in vivo migration complaints. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0028. Additionally, imaging was provided that showed the bone deterioration and implant migration. The removal was completed due to bone deterioration and implant migration which caused patient pain. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo implant at level c4-5 on (B)(6) 2024. The patient had a follow up appointment where x-rays revealed deteriorating bone below the implant. At that time, the patient had no pain. The patient recently developed pain and additional x-rays revealed more deterioration of bone below the implant. It is uncertain what caused the bone deterioration. The surgeon removed the implant and fused the level on (B)(6) 2025. The patient had no issues during the removal surgery and is doing well now.